Event description:
Customer reported meter results of 415 mg/dl, 351 mg/dl, 325mg/dl 332 mg/dl, and 125 mg/dl within 10 minutes, and 8 minutes later a result of 317 mg/dl was obtained on the compact plus system. A request was made for the return of the system, replacement was sent.